Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 an 18 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. The laa anatomy was noted to be complex with difficult access. Prior to the procedure, the patient was taking cyklokapron for a history of thrombocythemia. During the procedure, the activating clotting time (act) was 204 seconds and heparin was given. The device was fully recaptured, flushed, and reused with the same delivery sheath for repositioning. It was noted that fiber-like thrombus had formed on the device. The device was released and implanted. Transesophageal echocardiogram (tee) confirmed thrombus between the disc and the lobe with the disc fully covering the laa. The physician deemed the device implant acceptable and believed the thrombus will remain trapped between the disc and the lobe. The sheath was noted to be in the patient for a significant period of time. The patient status was stable.